Event description:
This report was reported as device explanted, reason unknwon. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcification throughout each cusp, especially concentrated at each attachment site, which resulted in stenosis of the effective orifice area and multiple disruptions, including detachment of each cusp, as well as incomplete coaptation. Host tissue overgrowth encroached onto each cusp, contributing to stenosis of the valve. Mechanical injuries were noted in the right-coronary cusp which appeared artifactual of explant x-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp. Stent distortion was noted which appeared artifactual of explant. The primary cause for dysfunction of this valve was due to calcification. H6: 86 = x-ray analysis.